Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions. Additionally, it was noted that there was defibrillation threshold (dft) test done a couple of years ago. The lead remains in use. No adverse patient effects were reported.